Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user was implanted on (B)(6) 2022 and the first fitting was performed on (B)(6) 2022. A week later the mother of the user noticed that the child didn_t respond to sound when the contralateral device was switched off. Re-implantation is considered.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user was implanted on (B)(6) 2022 and the first fitting was performed on (B)(6) 2022. A week later the mother of the user noticed that the child didn_t respond to sound when the contralateral device was switched off. Until then the mother had not been aware that there was a lack of hearing. The user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user was implanted on (B)(6)2022 and the first fitting was performed on 02-aug-2022. A week later the mother of the user noticed that the child didn_t respond to sound when the contralateral device was switched off. Until then the mother had not been aware that there was a lack of hearing.the user was re-implanted.